Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury was due to the difficulty in removing the clip. The cause of the reported difficulty removing the clip appears to be due to procedural circumstances during grasping. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the device getting caught on the leaflet and causing tissue damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. During an attempt for a grasp with the xtw at a2/p2, the anterior leaflet got stuck on the grippers of the anterior arm. The clip was able to be inverted, freed from the anterior leaflet, and brought back into the atrium. There was a structure visible on the clip, so it was removed from the body. Further inspection revealed it was a piece of chordae. The valve was inspected, but there was no leaflet damage and no increase in mr. A replacement clip was then used to complete the procedure, reducing mr to grade 1+. No additional information was provided.